Event description:
The hosp rep reported an infusion pump with an 812:02 failure code. The rep stated to baxter customer service that it is unk if the device was in use on a pt when the failure occurred. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, age of pt, medication involved, tubing product code, infusion rate or the set up of the infusion device. Add'l contact info was requested but no add'l contact was provided.